Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported improper or incorrect procedure or method (use after expiration) was associated with using the device after expiration. The reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with mr increasing to 4 was due to the single leaflet device attachment (slda). The cause of the reported incomplete coaptation (postprocedure) associated with the slda could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: codes 4582, 2199, and 213 removed.

Event description:
Subsequent to the initially filed report, additional information was received stating on (B)(6) 2023, echocardiography was performed and it was observed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2023, two additional mitraclips were implanted to stabilize the slda. The mr was reduced to grade 1. No additional information was provided.

Event description:
This is filed to report use after expiration. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet. During a mitraclip procedure, an xtw was implanted successfully. There were no device issues and the mr was reduced to grade 1. On, (B)(6) 2023, it was noted that the device was expired during time of use, as it was being entered into the computer database. There were no adverse effects to the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported improper or incorrect procedure or method (use after expiration) was associated with using the device after expiration. There is no indication of a product quality issue with respect to manufacture, design, or labeling.